Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was ballooning the following information was received by the initial reporter with the following verbatim pictures were shown of previously reported ballooned silastic tubing: (pr?) The ballooning was near the top of the silastic tubing near the upper fitment. Discussed causes of ballooning silastic tubing. This infusion was propofol and colleen doesn't believe that is related to IV push due to the type of continuous infusion that it is. We discussed that possibly there was some other kind of back pressure that contributed.

Manufacturer narrative:
Investigation results: bd was unable to perform a thorough investigation as no sample, material, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.